Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0tmkd, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. She felt stimulation in her right hip and it was causing spasms in her right hip. The patient's symptoms occurred following a lead replacement. She was told they couldn't implant on the left side again so they placed it on the right side. When a manufacturer representative was performing adjustments after the procedure, the patient mentioned stimulation was in the wrong area and she experienced spasms. When she tried adjusting stimulation herself, it only got worse. She had two appointments in (B)(6) 2015 and another appointment on (B)(6) 2015. The setting was changed and she had to give it two weeks to see if it helped. The patient had stimulation in the wrong location and hip pain, along with drainage and swelling, after the lead replacement. The surgery led to infection and the device system was removed on (B)(6) 2015. The patient was currently on antibiotics and was recovering from the removal. The patient had had four surgeries related to the device. Reference MFR. Reports 3004209178-2015-08888, 3004209178-2015-10170, and 3 004209178-2015-10173 related to other surgeries the patient had.